Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they lost their quickserter. They kept getting bent cannulas from their infusion sets. Troubleshooting was performed for the bent cannula. They had 2 bent cannulas. Their blood glucose level was over 500 mg/dl. They treated the high blood glucose by changing the infusion set. They eventually treated the high blood glucose with manual injection. They declined troubleshooting for the high blood glucose. The customer stated they were currently off the insulin pump because they could not put the infusion set on manually without bending the cannula. The insulin pump and the infusion sets will not be returned for analysis.